Manufacturer narrative:
The failure investigation has been completed and the alleged cgm error issue was verified. Additionally, the alleged fill estimate issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 200 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue. Additionally, it was reported that the customer received a continuous glucose monitor error 42. Reportedly, the customer reverted to manual injections for insulin therapy. Customer's blood glucose was 84 mg/dl.